Manufacturer narrative:
Initial.

Event description:
It was reported that the pump screen froze and the pump stopped delivering after supplies were changed, and the device displayed an ¿unable to proceed¿ prompt that prevented accessing alerts; the mobile app was not connected, and the pump housing appeared cracked, with suspected moisture ingress. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included troubleshooting education and guidance on replacement and setup. Investigation of this case revealed a device malfunction consistent with an alarm/restart malfunction during operation, with a probable enclosure compromise that allowed moisture intrusion leading to operational failure. It was concluded, based on previously established findings for similar reports, that the cause was device failure due to physical damage and associated moisture ingress. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.